Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. An event history log review, service history review, visual inspection, battery testing, and functional testing were performed. A battery low alarm was identified during the event history log review and functional testing. Battery testing revealed that the battery had low voltage. These findings are related to the reported issue of a battery that could not charge. The cause of the condition was determined to be damaged fuses. To correct the condition, the fuses were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump battery would not charge. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.